Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: coupler hose sleeve has a tear exposing the hose and wires. Replaced coupler assembly on evac unit. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit had damaged holes. There was no patient involvement. Due diligence is complete and no further information is available. During device evaluation it was discovered that coupler hose sleeve had a tear exposing the hose and wires.